Event description:
It was reported to philips that the angulation movement was unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.